Event description:
It was reported that there was a trial lead placement on the day of the report. During the lead placement, the health care professional had a difficult time advancing the lead. He initially had a difficult time getting the lead out of the needle and thought that the lead might have a slight fray to it. It was noted that he then opened another lead kit. The reporter noted that when the health care professional attempted to pass the lead to the left side, the patient complained of left leg pain. The health care professional then discontinued the procedure. The lead was explanted and the patient was still complaining of left leg pain. The patient was sent over to the hospital for an MRI to rule out an epidural hematoma. It was later reported that the epidural hematoma was ruled out and that the patient was doing much better. It was noted that the patient was going to be referred for a surgical lead trial.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).